Manufacturer narrative:
Product event summary: performance data collected from the device was analyzed and revealed low impedance/resistance. Two patient alerts for out of tolerance subthreshold lead impedance occurred (B)(6) 2012. Weekly high voltage led impedance trend showed an impedance decrease for max and min defib impedance of 82 to 7 ohms minimum between (B)(6) 2012. High impedance/resistance also occurred. A patient alert "rv pacing lead impedance greater than 3000 ohms" occurred on (B)(6) 2011 09:00:06. Weekly pace lead impedance trend data shows an increase for min and max ventricular pace bipolar of 684 to 4047 ohms peak between (B)(6) 2012.

Manufacturer narrative:
Product event summary the partial lead was returned in segments and no anomalies were found. It was noted that the overlay tubing was breached melted, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that a lead warning triggered for low impedance measurements on the right ventricular (rv) defib coil. Information also indicated there was high rv pace/sense impedance. During the lead replacement procedure, a new lead was connected to the existing device which resulted in similar low impedance measurements, so the device and lead were both explanted and replaced. Information indicated the device was at elective replacement indicator (eri). No patient complications were reported as a result of this event.